Manufacturer narrative:
Date of event: date of infection and non-union is not known. Additional product code: hwc. (B)(4). Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was an exchange of a variable angle locking compression plate (va lcp) medial column fusion plate on (B)(6) 2017. Plate and screws were removed and exchanged for a 12mm x 200 distal femoral nail as part of a multistage procedure to treat an infected non-union with massive bone loss. A plate was also applied to reinforce the construct. No adverse event to patient. No delay to procedure. This report is for one (1) 3.5mm va lcp medial column fusion plate. This is report 1 of 2 for (B)(4).